Event description:
The device was returned to olympus for evaluation and the evaluation found a water leak in the camera cable and flickering horizontal stripes in the image. No patient involvement.

Manufacturer narrative:
The device evaluation found a malfunction of the adapter fixing lock, water leakage from the camera cable, and flickering of horizontal stripes in images. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause of the adapter fixing lock malfunction could not be identified based on the information obtained from this complaint and the results of the investigation. The water tightness of the camera cable was no longer maintained, leading to the intrusion of moisture, which is assumed to have caused the water leakage. We assume that the moisture that entered the camera caused the ccd to malfunction, which prevented normal communication, resulting in the flickering horizontal stripe pattern in the images you have pointed out. A device history review was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): "[caution]·refer to section 3.5, ¿connecting and disconnecting the endoscope¿ on page 17 to check that the endoscope is firmly connected to the camera head, and refer to section 4.1,¿focus adjustment¿ on page 22 to check that the endoscopic image is properly displayed on the monitor." "[Warning]·never clean, disinfect, sterilize or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, that could allow water to penetrate and damage electrical circuits inside the camera head." "[Warning]·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Olympus will continue to monitor the field performance of this device.